Event description:
It was reported that a revision surgery was required due to instability. Surgeon does not fault implant at all. There seems to be a creeping soft tissue laxity with this patient's knee. Surgeon believes he will require a further revision in time due to same issue.